Event description:
It was reported that this implantable pacemaker has a battery longevity calculation of over 13 years and at recent check showed battery longevity at 10 years remaining. Boston scientific technical services (ts) advised patient to discuss battery longevity with clinician. This device remains in service. No adverse patient effects were reported.